Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump battery depleted too fast. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to fully charge battery, and after confirming continued fast battery depletion, technical support arranged pump replacement, provided instructions for storage and return of problematic pump. Customer declined to provide information regarding alternate insulin therapy.